Event description:
Report received via device registration form of "csf leak, anchor dislodged and catheter kinked/twisted." A supplemental medwatch report will be filed when additional information is received.